Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 9142817, device expiration date: 31-may-2024, device manufacture date: 22-may-2019; lot #: 9142818, device expiration date: 31-may-2024, device manufacture date: 22-may-2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes had needle retraction issues and leaked. The following information was provided by the initial reporter: the distributor reported 2 syringes prepared and 2nd syringe malfunctioned by retracting early as the plunger retracted before the content was dispensed from the syringe, the majority of the drug remained in the syringe. The patient was under dosed since some of the drug leaked from the syringe. Date of occurrence: (B)(6) 2022.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. The photo shows the syringe with the cannula missing, the cutter has been activated through the stopper and an unknown the fluid is present between the outer plunger rod and the inside of the barrel. The condition observed is non-conforming per product specification. A device history record review was completed for provided material number 305269, possible lot numbers 9142817 and 9142818. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. To date, there have been no other similar events reported for both lots. A trend review was performed no additional complaint reported with the defect needle retracted prematurely and one additional complaint reported for leakage regarding material 305269. Potential root cause for premature needle retraction defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batches 9142817 & 9142818 are considered in compliance with our product specification requirements.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes had needle retraction issues and leaked. The following information was provided by the initial reporter : the distributor reported 2 syringes prepared and 2nd syringe malfunctioned by retracting early as the plunger retracted before the content was dispensed from the syringe, the majority of the drug remained in the syringe. The patient was under dosed since some of the drug leaked from the syringe. Date of occurrence : (B)(6)2022.